Event description:
Report received of a non-delivery of heparin. The pt was in critical care receiving heparin at an unspecified rate. According to the customer contact, they use an nomogram to adjust the rate of the heparin dependant on the ptt levels. She reported that the ptt levels kept falling below therapeutic for this pt through the night requiring ivp doses of heparin. It was noted the next morning that although the pump display was indicating that the fluid was being infused, the bag of heparin was still full. There was no reported adverse event with the pt. The pump was replaced and therapy was continued without incident. Though requested, there was no further info available.